Manufacturer narrative:
The investigation for the product damage has been completed. The product was returned and evaluated. There was a slight kink in the catheter found just past the edge of the kink protector. An optical fiber break at that location was confirmed with the laser continuity test, which confirmed the reported issue in the field. The 5s parameters also indicated a fiber break with signal-to-noise ratio at nearly zero. Data logs are not available, but it is known that the issue did not present until the second day of support. The root cause of the optical signal issue was a damaged fiber line as a kink and optical fiber break were found in the catheter just past the kink protector.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support when a kink was visualized on the catheter shaft and an orange-red light was seen. The position was confirmed and there was no reported patient harm.